Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02920, 2015691-2024-02921, 2015691-2024-02930, 2015691-2024-02931, 2015691-2024-02955, 2015691-2024-02960, 2015691-2024-02968, 2015691-2024-02970, 2015691-2024-02971, 2015691-2024-02974, 2015691-2024-02978, 2015691-2024-02980, 2015691-2024-02982, 2015691-2024-02983, 2015691-2024-02985, 2015691-2024-02987, 2015691-2024-02989. The complaint for post implant regurgitation was unable to be confirmed due to unavailability of medical record and/or applicable imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''23 mm sapien 3 valve implanted in aortic position presented moderate aortic regurgitation 5 years after the procedure (mean gradient 17 mmhg and nhya ii) requiring medical treatment.'' Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02917. Citation: nidal jammoul, md, valentin dupasquier, md, mariama akodad, md, phd, pierre-alain meunier, md, lionel moulis, md, sonia soltani, jean-christophe macia, md, pierre robert, md, laurent schmutz, md, matthieu steinecker, md, christophe piot, md, frederic targosz, md, henri benkemoun, md , benoit lattuca, md, phd, francois roubille, md, phd, guillaume cayla, md, phd, and florence leclercq, md, phd montpellier, france; chu montpellier, france; nimes, france. ''Long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial.'' Investigation is ongoing.

Event description:
A review of medical article ''long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial'' was performed. The aim of this study was to evaluate the impact of the implant strategy on long-term thv hemodynamic performances and clinical outcomes in patients included in the directavi trial in france. A 79 year old female with a 23 mm sapien 3 valve implanted in aortic position presented moderate aortic regurgitation 5 years after the procedure (mean gradient 17 mmhg and nhya ii) requiring medical treatment.